Event description:
It was reported that during implant, undersensing was observed. After attempts to find a better location were unsuccessful, the lead was replaced.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.